Manufacturer narrative:
Upon reassessment of the reported event, the taper was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the taper was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 157446 m2a-magnum mod hd sz 46mm lot#: 916980. Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02064.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 years and 5 months later due to suspicion of pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time.